Event description:
A report was received that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1110-02 (sn: (B)(4)). Device evaluation indicated that the ipg passed all tests performed.